Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have grip input disk six completely broken into pieces inside and detached from the housing while input disk seven cracked, likely causing failure of proper grip tension at the distal wrist and causing the clip not to close. Other backend components adjacent to the broken inputs do not show damage which may indicate potential improper reprocessing. The grip cable for input disk six was dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not apply clips. The procedure was completed with no reported injury.